Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: juvéderm® ultra is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra where the plunger rod broke off when "pumpback." The device did come in contact with the patient as they had been injected in the nasolabial groove, but no gel was injected into the patient. In addition to the issue with the plunger rod, bubbles were also found in the syringe. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra where the plunger rod broke off when "pumpback." The device did come in contact with the patient as they had been injected in the nasolabial groove, but no gel was injected into the patient. In addition to the issue with the plunger rod, bubbles were also found in the syringe. There were no injuries.